Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® safety-lok¿ blood collection set, the customer noticed the vacutainer attached is loose and when they inject the tube, it starts to slip off; the tube pops out during blood draw. No patient or user impact reported.

Event description:
It was reported that while using one bd vacutainer® safety-lok¿ blood collection set, the customer noticed the vacutainer attached is loose and when they inject the tube, it starts to slip off; the tube pops out during blood draw. No patient or user impact reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no abnormalities were found. Also, 5 retained samples were functionally tested, and no issues were observed relating to tube pushed off or loose as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of tube push off and loose. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."